Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer, and noted that aall ICU bedside units were disconnected, and it was found that the system had no elected clinical information (ci) master or alarm router (ar) master. After consulting with the network systems support (nss) group, it was advised to reboot the primary server. With customer approval, the server was rebooted, and new ci and ar masters were elected, restoring the connection to all ICU bedside units. Biomed confirmed the issue was resolved. The device was confirmed to be operating per specifications, and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the patient information center ix indicating that the bedsides lost connection with surveillance after it was restarted. The device was in use on patient at time of event, there was no adverse event reported.